Event description:
Home health services physical therapist, identified the safety event during an admission visit with the patient in their home. The patient reported that the patient fell once a day earlier and nearly a second time the morning of the home health services physical therapist visit while the patient was transferring into and out of the wheelchair (which was delivered to the patient on four days earlier). The patient explained that the wheelchair slid away from her because the brakes were unlocked by the leg rest when she tried to swing them out of her way in order to sit. The physical therapist tried to adjust the leg rests into a position that would avoid contact with the brake handle but was unable. We delivered a second wheelchair that evening but the same problem occurred. We very quickly learned that the push locks on the sunrise wheelchair would become disengaged by the elevating leg rests when swung completely open (which is the safest manner in which to position the leg rests before transferring to or from the wheelchair). The elevating leg rest could not be moved into a position that would avoid contact with the handle on the push to lock brake.======================manufacturer response for wheelchair, guardian easy care ======================the manufacturer acknowledge that there was a design change to the wheel locks in the fall of 2007, and at that point began sending out pull to lock wheelchairs with elevating leg rests november 2007. Our last shipment of guardian wheelchairs was received before the fall of 2007. We expressed our sincere dissatisfaction in not being appropriately informed of the issue when they became aware of it. The manufacturer apologized for the lack of communication to that effect. We requested pull to lock brakes to replace the push to lock brakes on the wheelchairs we have in stock. We received 50 pull to lock brakes mid 2008.